Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the screw to connect the pacing lead couldn't be tightened and a clicking sound could not be heard after several attempts due to the implantable pulse generator (ipg) setscrew being missing. The ipg was attempted/not used and replaced. No patient complications have been reported as a result of this event.